Manufacturer narrative:
On march 10, 2025, misonix® llc., a bioventus® co., received a report of an event involving a nexus® standard handpiece (part number 100-21-0001, serial number: (B)(6)) that occurred during a lumbar laminectomy. Specifically, the reporter indicated that a "black piece of the handpiece broke off and white pieces from inside the black plastic fell into patient during surgery." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported. A five-minute delay in treatment was reported. The device history record was reviewed for the nexus® standard handpiece (part number 100-21-0001, serial number: (B)(6)) in use at the time of the event. There were no deviations found during in-process or final inspection of the device. Inspection and test results met misonix specifications prior to release to commerce. A review of post market surveillance data for the nexus® system did not show any significant adverse trends. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio of the device. The instructions for use manual (100-10-1000, revision k) for the nexus® ultrasonic surgical aspiration system contains the following warning and cautions: warning the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. Refer to section 7.11 - system check. Caution the nexus® system should be fully tested and inspected prior to each procedure. The console, footswitch, handpieces, all cables and accessories should be examined for proper appearance and condition. Handpiece assembly and disassembly caution the handpiece must be placed into the counter wrench. Do not attempt to tighten or untighten handpiece components by holding the handpiece case or endcap. Always use the t-wrench wrench when tightening or un-tightening the tip or an extension. Never apply a pipe or strap wrench to the handpiece case. Do not over-tighten the tip or the extension. Caution always tighten or un-tighten the probe cover by hand and without using any wrenches. Do not over-tighten the probe cover. Caution always hold the handpiece at its metallic endcap when tightening or un-tightening the irrigation tubing. Always tighten or un-tighten the irrigation tubing by hand and without using any wrenches. Do not over- tighten the tubing connector. Handpiece inspection (prior to assembly) · inspect the handpiece housing and front cover for damage and signs of wear such as scratches, cracks, and chips. · inspect the handpiece cable to ensure it is not cut or frayed. · inspect the handpiece cable connector, connector pins, and the tethered cap to ensure they are not damaged. · place the tethered cap on the connector after inspection and leave in place until connection to the generator. · do not use damaged handpieces or handpiece components. Contact misonix customer service if damage is noted. · the nexus® handpiece should be fully inspected for loose or missing components and tested for proper operation prior to each procedure. Misonix is actively working with the representative who submitted the initial report for full case details. It has not yet been specified if the handpiece used at the time of the event will be returned for evaluation. A follow-up report will be submitted once the investigation is completed.

Event description:
Nexus® standard handpiece (part number 100-21-0001, serial number: (B)(6) ) on march 10, 2025, misonix® llc., a bioventus® co., received a report of an event involving a nexus® standard handpiece (part number 100-21-0001, serial number: (B)(6) ) that occurred during a lumbar laminectomy. Specifically, the reporter indicated that a "black piece of the handpiece broke off and white pieces from inside the black plastic fell into patient during surgery." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported. A five-minute delay in treatment was reported.